Manufacturer narrative:
There is no additional information of this event at this time. Event date is not known. The device has been returned and evaluated. The user complaint is confirmed. The device lens is damaged. The device also has a bent outer mantle tube. Conclusion of the device evaluation is that the bending of the mantle tube is due to an excessive load applied to the mantle tube. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event there was damage to the lens. The outer bending tube was bent as well.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. All records indicate that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
There is a correction being made to the UDI number. This supplemental report is being submitted to provide this information.